Event description:
The customer reported an employee who experienced a burning sensation on her index finger after she removed the load. The employee reported that the contact site turned white. The customer reported that the employee did not seek medical attention or require treatment for the contact. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Skin contact - capital equipment, unit evaluated at the facility. The fse found the unit working to specifications. One-second data obtained from the unit showed that the customer processed a load that contained moisture.